Event description:
It was reported by the customer service that the right top rail was broken at the foot end, exposing sharp edges. However, siderail can still be locked in the upright position. No pt involvement or adverse consequences are reported.